Manufacturer narrative:
On (B)(6) 2018, the user was pumping with willow and during her session, she reported falling asleep and had the pump latched for about an hour before waking up. She reported blisters on her nipples after this pumping session. The willow instructions for use states, "only wear willow (latched) while pumping." The user continued to hand express and pump with another commercial breast pump. The user's physician assessed that the user's mastitis was a result of her nipple swelling, which prevented her from emptying her breasts; however, the physician could not determine if it was a direct result from pumping with willow. Exploramed nc7 received the product for evaluation on march 27, 2018, and testing of the pumps concluded that both units meet specification and function as intended. Based on the results of the investigation on the returned device, it cannot be definitively concluded that the willow breast pump caused or contributed to the incident of mastitis. "Mastitis is usually a benign, self-limiting condition, with few consequences for the suckling infant... In worldwide studies published within the last 20 years, the incidence of lactation mastitis ranged from 4% to 27%..." Wambach, karen, and jan riordan. Breastfeeding and human lactation. 5th ed., jones & bartlett learning, 2016.

Event description:
During communication with the customer on (B)(4) 2018, the customer stated that her lactation consultant recommended that she see her physician as she felt she was in the beginning stages of mastitis. The physician prescribed her antibiotics as treatment for her mastitis, which has since resolved.